Event description:
Patient enrolled into the trial. Minor ischemic stroke reported soreness of left jaw after procedure, patient not yet recovered.

Manufacturer narrative:
Please reference MDR 2183870-2009-00009 for the spiderfx used in this procedure.